Manufacturer narrative:
Customer contact reports no patient information available. The customer replaced the battery to resolve the issue.

Event description:
The hospital reported a system malfunction error causing a loss of mechanical ventilation. There was no report of patient involvement.